Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed flow rate test low" was not reproduced. Evaluation sent the device for the flow testing at two delivery rates, 40 ml/hr for volume to be infused 40 ml and 40 ml/hr for volume to be infused 20 ml. Rate: 40 ml, result: 38.401 ml, rate: 20 ml, result: 19.250 ml, percentage error are passing within 5% (-3.9975%, -3.750%). The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow rate test low during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.